Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 11/3/2021 additional information: d4, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: four pictures were received to ethicon inc for evaluation, the tip of the one needle was observed damaged/broken and bent, the second needle was used to compare the reported condition. The product code should be w9431. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained via: could you please confirm if the tip needle is still in the body's patient? If yes. (B)(6) patient x-rayed could not find / (B)(6) ¿ x-ray taken, found in uterine muscle and removed. Are any plans in place to remove the needle piece in future? No. What is the surgeon's opinion of consequences to the patient? None. Was there any additional tissue damage as a result of searching for the needle piece? Not with (B)(6), but yes to (B)(6) case. What is the current condition of the patient? Fine. Impacted product additional information: lot no rbbcplr0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip snapped off during closure of the uterus. Were no patient consequences reported. Additional information was requested.